Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Due to anatomical issues, the pump kept dislodging from the left ventricle and the decision was made to explant the pump. There was no patient harm.